Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump passed the displacement test. Insulin pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected blank display and the blood glucose value was over 500 mg/dl at the time of the incident. The customer treated with a manual injection. The customer did not go to the emergency room or hospital. Troubleshooting was performed but the display anomaly was not resolved. The device will be replaced and returned.